Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been in disconnected mode. The field service engineer (fse) found that the hospital network was not working at this station and turned the issue over to the hospital information technology team. The issue was fixed by the hospital information technology team, and the system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.